Event description:
The customer report that on (B)(6) 2014 at 8:00 pm, she activated a new pod and her blood glucose was in normal range for the rest of the day. On (B)(6) 2014, her bg and insulin history. Then 30 minutes later - (B)(4) indicated that her bg levels was dropping. At (B)(6) at 12:10 am, the pod was deactivated and she noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.